Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 4100 mg/dl at the time of incident. Customer's daughter stated that the insulin pump esc and bolus buttons are sticking hard. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and customer was not sure if time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. No information was given about the high blood glucose event.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer's blood glucose level was 100 mg/dl at 9 am.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus and esc, act button. The connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test and self test. Pump received with cracked reservoir tube lip, missing end cap sticker, missing drive support sticker, peeling address/serial number label and minor scratches on display window noted.